Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2005, the pt received a gore excluder aaa endoprosthesis. Later that evening, it was reported to the fsa by the physician that the pt had an aortic tear immediately proximal "above" to the renal arteries that was bleeding. This was thought to have occurred during ballooning of the proximal neck of the trunk-ipsilateral leg component. The possibility of an endovascular solution was discussed but the consensus was that there were no viable endovascular options. At approx 11:30pm, the pt returned to the operating room. The physician retrieved the gore excluder aaa endoprosthesis and attempted to replace it with a surgical vascular graft device. The pt later expired from complications of surgery. No specimen will be returned to gore, as it was discarded in the hosp.